Manufacturer narrative:
Per the customer, "ten minutes later after switch of a lamp for perfusion system was turned on, it smelled like something was burning. At the same time, smoke was found from the lamp. They turned off the lamp and the cover of the extremity of the lamp was found melted." The customer has been asked by the subsidiary to stop using the perfusion system because the base may have a potential malfunction.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure by the subsidiary for the customer, that the frame of lamp head was melted by the heat of bulb on the perfusion system. As a result, an alternate device was employed. There were no delays or no adverse consequences to the pt. No other details regarding the nature of this event were provided. Per clinical review on 01/21/2014: during set-up of in preparation of cardiopulmonary bypass, smoke and a burning smell was emitted from the lamp that was attached to system-1. The lamp was powered off and was removed from the base of system-1. The lamp did not burn the user or any other team members and the lamp was not in contact with any hardware or disposable components and no harm to any device was observed or reported. This issue did not delay the start of the surgical procedure and did not delay cardiopulmonary bypass. The lamp was removed from the system-1 for the procedure, the system-1 and cpb circuit was used for the procedure. The procedure was completed successfully with no associated loss of blood. There was no harm of the pt, circuit, devices, or user.